Event description:
Clinical study. It was reported that approx eight months after a coronary artery drug-eluting stenting treatment procedure, the pt had a myocardial infarction. The index procedure treated 1 de novo target lesion located in the proximal left anterior descending artery. The lesion was predilated with an angioplasty balloon at 10 atms. The physician successfully implanted a 3x24mm taxus express2 drug-eluting stent at 12 atms. The pt wa discharged 3 days post-index procedure on plavix. Info received indicates the "pt states had "heart attack" in 2005, resulting in coronary artery bypass surgery (CABG). No other heart problems since CABG."

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.